Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. There have been no issues during the disposable device manufacturing, including sterilization. Product met final inspection and testing requirements prior to shipment. The rate seen (76 worldwide incidents out of estimated 158,000+ procedures performed to date) is approximately 0.048% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Clinic reported a patient who developed an abscess in left axilla 16 days post miradry treatment. The affected area was incised and drained. Antibiotics (bactrim ds)and wound care were prescribed. Clinic stated the abscess was resolving at 29 days post-treatment.

Event description:
Clinic reported a patient who developed an abscess in left axilla 16 days post miradry treatment. The affected area was incised and drained. Antibiotics (bactrim ds)and wound care were prescribed. Clinic stated the abscess was resolving at 29 days post-treatment. Update: clinic reported the right axilla developed fluctuant erthematous nodule(s) 56 days post-treatment. The right axilla was incised, drained, and packed twice at 33 days and 56 days post-treatment. Another antibiotic (targadox 100mg) was prescribed for 1 month. Patient confirmed left axilla was healed and right axilla was almost completely healed.

Manufacturer narrative:
Describe event or problem additional information.